Event description:
It was reported that the device exhibited an upstream occlusion (uso) error. The event occurred during testing and was not related to physical damage or abuse. There was unknown delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a scratched lcd lens and fluid residue on the device. The event history log confirmed an upstream occlusion alarm occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective upstream occlusion (uso) sensor. The uso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.